Event description:
During preparation for use for a cardiopulmonary bypass procedure, the central control monitor of the heart lung console would not boot up. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.